Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. It is known that the event occurred during surgery. It is also known that there was no pt or user injury, surgical delay or medical intervention related to this occurrence. There was no add'l info available.